Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedures on (B)(6) 2003 and mesh was implanted concurrently with lavh/bso and cystoscopy; due to sui, menorrhagia, dysmenorrhea, pelvic pain and fibroids. It was reported that the patient underwent ams sparc implantation (B)(6) 2012. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and other unspecified issues. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2003 and mesh was implanted; and on (B)(6) 2012, ams sparc was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent transvaginal sling excision and female urethroplasty due to bladder outlet obstruction and recurrent tract infections on (B)(6) 2015. It was reported that patient underwent intra detrusor toxin a injection due to urge urinary incontinence on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4).